Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cages for the slides were out of place. A field service engineer removed damaged rubber bumpers and reset position of bearing cages. Replaced rubber bumpers to resolve. Customer popped open drawer in storage space configuration and drawer opened and closed smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 was hard to pull out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.